Event description:
Pt presented with severe chronic pancreatitis and jaundice. The physician performed an endoscopic ultrasound procedure under general anesthesia with ercp to follow. While the physician was observing the papilla, the pt went into cardiac arrest and died.

Manufacturer narrative:
The epk-I video processor involved in this event was evaluated by a pentax field service technician and is performing within the manufacturers specification. No post mortem was performed and so root cause could not be specifically determined, possible causes for the event include: pt condition. Operator selection of air pressure level may have contributed to an air embolism. A percutaneous transhepatic catheter was present and may have contributed to an air embolism due to a persistent fistula within the hepatic parenchyma. Pentax considers this report closed.